Event description:
It was reported that following a percutaneous coronary intervention (pci) for treatment of an acute myocardial infarction (ami), an angio-seal sts plus was selected for use. A pre-deployment angiogram found no anomalies at the right common femoral artery (rcfa) puncture site. The artery lumen diameter was greater than 5 mm. Reportedly, the collagen was caught on the mono-fold of the sheath's distal tip when the physician pulled the device/sheath assembly out of the puncture site. Most of the dry collagen protruded from the skin. The physician pushed the collagen under the skin with the tamper tube and hemostasis was achieved. An angio-roll was fixed to the puncture site. In less than thirty minutes, soon after the pt returned to the hospital room, the right groin puncture site bled and a large hematoma formed. The artery was surgically sutured and 500cc of blood was transfused. The pt was hospitalized for seven days after the procedure then discharged. Reportedly, the pt was recovering. The pt's weight was reported as normal.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site.